Event description:
During egd there was a bleeding gastric ulcer with visible vessel found. Attempted deployment of a clip, however 1 prong fell off before deployment. 2nd clip attempted, 1 prong fell off while trying to deploy. 3rd (same lot # as 1st 2 while awaiting staff leaving room to get clips w/different lot #) clip successfully deployed, followed by 2 more clips (total 3 deployed). Patient remained stable during case.